Event description:
I use a dexcom g7 continuous glucose monitor. Over the past 48 hours, the device intermittently displayed "brief sensor issue" alerts. During this time, I experienced two episodes of hypoglycemia, with cgm glucose readings of 41 mg/dl and under 50 mg/dl and trending downward. At the time of these readings, the dexcom g7 was displaying a "brief sensor issue" message. I treated the low glucose as I normally do and symptoms resolved. On a subsequent check, a fingerstick glucose reading was 80 mg/dl. My blood glucose meter was calibrated and verified to be within the expected accuracy range. I did not seek additional medical care and continued normal activities. The intermittent sensor issues raised concern regarding the reliability of the dexcom g7 readings during low glucose events. Date the implant was put in: "(B)(6) 2026".